Event description:
While using the inhaler, she observed that no medication was being dispensed from the device [product delivery mechanism issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events product delivery mechanism issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 19-jun-2026, amneal pharmaceuticals received information from the patient via a telephone call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date of (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: 69238-1291-1, batch number: ai25019, expiry date: oct-2027 and serial number: (B)(6)) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, she received one sealed medication box from pharmacy. On an unknown date of (B)(6) 2026, she started using the medication, stated that it worked for four days. On an unknown date in (B)(6) 2026, while using the inhaler, she observed that no medication was being dispensed from the device. Upon asking the dose counter reading she denied providing it and further requested for the replacement. She stated that she had same problem before and upon asking the details of that medication (pc details) she denied providing stating that she already returned that defective inhaler back to pharmacy and pharmacy provided her with new inhaler. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of events product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. This case was considered as serious. The reportability of this case was expedited.